Manufacturer narrative:
H11 as noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Nvestigation summary: the investigation has been completed. Infection: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the injury was not determined due to insufficient clinical details. Pump suction: no product was returned. Speed was dropped from p9 to p7 and then to p5 due to suction events. After reviewing logs, suction events was observed. No motor current spikes were outside of p-level changes. Placement signal is variable. The cause of pump suction cannot be determined due to insufficient clinical details and no product was provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support after developing a chronic driveline infection with resistant pseudomonas that began to involve central left ventricle assist device (lvad) components. The patient was brought to the operating room to explant the lvad and implant an impella 5.5. It was reported that after impella 5.5 support was initiated, there were alarms observed for flow saturation and then the pump abruptly stopped functioning. The decision was made to replace the impella 5.5. Upon the explant of the pump, a piece of muscle was found entrained in the motor housing. A new impella 5.5 was placed successfully. During use of the second pump, the patient experienced a fever that began on the 8th day of support. On the 44th day of support, it was noted that the patient still had a sternal infection the medical team was attempting to resolve prior to placing a new lvad. On the 46th day of support, blood cultures were still noted to be positive for bacterial growth, and that the impella 5.5 p level had to be increased for a low mixed venous oxygen saturation level. On the 56th day of support, the p level had to be decreased due to suction alarms. The patient received albumin as a result of the suction alarms to increase volume. The following day, it was noted that the patient was receiving antibiotics for an ongoing infection. On the 64th day of support, it was reported that there were more suction alarms. As a result, the p level of the pump was lowered. Three days later, the patient was taken to the operating room to remove the impella 5.5 and place a new lvad. During the procedure, the medical team was unsuccessful in placing the lvad due to anatomical concerns. A new impella 5.5 was placed in addition to a right ventricular assist device (rvad) as bridge to explore alternative lvad options or possible heart transplant. Two days later, the rvad was explanted, and it was noted that the same day the patient was taken for computed tomography. It was reported that following surgery, the patient experienced a hemorrhagic stroke. The following day, on the third day of the latest impella 5.5 pump support, the patient¿s care was withdrawn and the patient expired. This complaint involves three impella 5.5 devices: pump 1: impella 5.5 with serial number(B)(6), pump 2: impella 5.5 with serial number (B)(6), pump 3: impella 5.5, with serial number (B)(6). This report specifically addresses the second impella 5.5 with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint. Refer to section h.10 for the related report numbers.

Manufacturer narrative:
Medical safety reviewed the event. The event describes a pump stop, which resulted in replacement of the device. This serious injury is attributable to a piece of muscle was found entrained in the motor housing. Replacement pump was in for at least 64 days. The patient tested positive for bacterial growth and also there was pump suction. This is a serious injury attributable to the pump's association to the infection. The second impella 5.5 pump was replaced. The patient underwent device removal of the impella 5.5 and placement of a left ventricular assist device which was unsuccessful. Therefore, a third impella 5.5 device was placed. The next day after start of this support, it was reported the patient had a hemorrhagic stroke post-surgery. In this case, it is unknown which device procedure, if any, contributed to the hemorrhagic stroke and therefore the impella 5.5 pump 3 cannot be dissociated; this pump was in place at the time of the event. However, it is noted care was withdrawn which appears to have led to the demise outcome. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical devices reports for the other two impella 5.5 device in which one is associated with the demise outcome.